Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient was revised to address pain and swelling.

Manufacturer narrative:
Additional narrative: patient was revised to address pain and swelling. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Added: (patient/device).

Event description:
Update jul 18, 2017: medical records received. After review of the medical records for MDR reportability and in addition to what was previously reported, it was stated that the patient was revised to address a large hematoma. Revision note reported 1500ml dark hematoma, greater trochanter was somewhat communited due to some soft tissue destruction and osteolysis, severe osteolysis extending inferior to the lesser trochanter, very little to no bone attached to the cup, medial small defect in the acetabulum, significant loss of the proximal 2 to 3cm of the proximal femur. Laboratory results showed cobalt level is above 7ug/l. Product and complainant information were updated. This complaint was updated on: aug 8, 2017.